Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r93h6r. Per photographic evaluation: pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appears to be a unformed clip was noted to be inside the body cavity. However, no conclusion could be reached as to the cause of the reported incident as the photos do not provide enough evidence to determine root cause. Please refer to the physical analysis for details on returned sample. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a plastic bag with 2 scissored clips inside. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 6 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any patient consequences? No. How was the procedure completed? Unknown.

Event description:
The clips of the ligaclip (er320) fell out of the jaw without pressing the handle. The clips were not formed and are just open. There are also some clips which are deformed when the ligaclip was activated.